Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Novalog was tested for up to 72 hours of use as labeled.

Event description:
It was reported that the customer experienced high blood glucose levels. Customer reports that infusion site has been irritated.